Manufacturer narrative:
Device not returned to pioneer surgical for eval. The DHR was reviewed and determined that all specifications were met prior to the use of this device.

Event description:
Pt had sternotomy surgery on (B)(6) 2013. Pt was readmitted for dehiscence and a surgical site infection and had the following procedures: (B)(6) 2013 pt had to re-do sternotomy, removal of cables and placement of wound vac for poor tissue integrity and wound healing. It was found that the lower two sternal cables had pulled through the bone. The top cable was still intact, but the manubrium was loose. All three of the cables and the sternum was curetted. Deep cultures were taken, grew out (B)(6) species. On (B)(6) 2013, pt had debridement and musculocutaneous right vertical flap closure to sternum with plastic surgery.